Manufacturer narrative:
(B)(4). This complaint was from a patient who had patient connector line lower than the heater bag. The cause was use error-patient connector lower than heater bag. The lot number is unknown, therefore, a batch review was not performed. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was not available. A follow-up report will be filed upon if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding fluid coming out of the patient line, which occurred on the homechoice (hc) during prime. The home patient (hp) stated that the last few nights, the solution has come out over the patient line. The hp stated that his wife always holds the line. The baxter technical service representative (tsr) told the hp to leave the patient line in the organizer when priming. There was patient involvement but no serious injury or medical intervention was reported. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.